Event description:
Two patients with elevated troponin t results with no cardiac symptoms. Patient 1, tested (B)(6)2007, troponin t result 2.35 ug/l, troponin I result using different method gave result of not detected. Patient 1, tested (B)(6)2007, troponin t result 0.33 ug/l, troponin I result using 2 different methods was not detected with both methods. Patient 1, tested (B)(6)2007. Troponin t result 0.32 ug/l, no repeat results provided. Patient 1, tested (B)(6)2007, troponin t result 0.46, no repeat results provided. Patient 2, troponin t result 0.17 ug/l, troponin I result with different method was not detected. If additional info is received, appropriate notification will be provided.